Event description:
The customer called to report a protruded drive support cap and scratches on the screen. The customer stated that this is his back up insulin pump, and he's currently using an upgraded insulin pump. The customer is keeping this insulin pump for extra parts that he can use, like the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.